Event description:
Healthcare professional reported left side "breast implant radial folds" and "prominent axillary lymph nodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy-breast: unable to observe, since it is not related to the device. Crease/folding of implant-breast: observed, flat creases. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side no complaint against the device. Healthcare professional, additionally reported, "breast implant radial folds" and "prominent axillary lymph nodes". Device has been explanted and replaced.